Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing high blood glucose level 400 mg/dl which was treated by insulin pump. It was unknown if insulin pump was on auto mode. Insulin pump had crack at button. Customer declined troubleshooting for high blood glucose level. Device will be returned for analysis.